Event description:
Caller reported a malfunction on pump, which did not result in blood glucose level exceeding 500 mg/dl, confirming there was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, and malfunction did not recur after reset. Customer was instructed to continue using pump and to reach out to technical support if the malfunction code recurs, and caller acknowledged and understood instructions.